Event description:
Pt woke up and was short of breath. Pt went to the hospital. Pt had chest pain and passed out a few times. Paddles were put on them. They were sent to the cath lab where an angiogram was performed. Another stent was implanted and was in rehab for one month. On carrying out a stress test, it was found that the stent was plugged up. Another stent was added. While in rehab, they became short of breath and were taken to the hospital where a pacemaker was implanted. More blockage was found and another stent was implanted making a total of four stents.